Manufacturer narrative:
Per the clinic, the patient experienced a decrement of electrode function subsequent to sustaining a head trauma. This report is filed june 19, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to a decrement of electrode function. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).